Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was further reported that during a magnetic resonance imaging (MRI) scan, the patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to an MRI safe mode. During the scan the patient developed a ventricular arrhythmia. The device detections were enabled and the patient received high voltage therapy. Per physician request, detections were disabled and external defibrillation was performed. Therapies were later re-enabled when external defibrillator was deemed no longer necessary. The physician verbalized concern that the MRI scan had increased the amount of current/energy applied to the right ventricular (rv) defibrillation lead which ¿may have prompted rapid pacing, causing the arrhythmia.¿ it was noted the patient died two days later. The cause of death was requested and not received.